Manufacturer narrative:
Please note that the awareness date of this event was incorrectly submited and should have been (B)(6)-2021.

Event description:
It was reported that the plate failed due to infection and nonunion. All hardware was removed except for two distal lag screws and a 12x380 stryker old scn nail and lateral locking plate was inserted. By end of month it was infected again and patient went back.

Event description:
It was reported that the plate failed due to infection and nonunion. All hardware was removed except for two distal lag screws and a 12x380 stryker old scn nail and lateral locking plate was inserted. By end of month it was infected again and patient went back.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.